Event description:
Additional information received reported that onyx for occlusion of pancreatic ducts after dudenopancreasectomy was used off-label. The reported complications are to be considered as an our technical defect and not relate to onyx.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Crafa f, vanella s, noviello a, lombardi g, coppola bottazzi e. Pancreatic ducts obliteration with controlled injection of onyx: a proposal of new onyx pancreatic ducts obliteration scoring system. Surgical innovation. 2023;30(2):201-204. Doi:10.1177/15533506221120148. E1: facility name (cont.): (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Crafa f, vanella s, noviello a, lombardi g, coppola bottazzi e. Pancreatic ducts obliteration with controlled injection of onyx: a proposal of new onyx pancreatic ducts obliteration scoring system. Surgical innovation. 2023;30(2):201-204. Doi:10.1177/15533506221120148. Medtronic literature review found a report of patient complications in association with onyx. The purpose of this article was to confirm the efficacy and feasibility of onyx injection for pancreatic stump management after pancreaticoduodenectomy (pd) and investigate a new onyx pancreatic ducts obliteration (opdo) scoring system of pancreatic duct obliteration (pdob) in patients with high risk of post-operative pancreatic fistula (popf). Ten patients undergoing pdob with onyx intraoperative controlled injection after elective pd. Seven were male, and the average age was 60.6 years. The overall surgical complication was 30% (3/10 patients). No mortality or relaparotomy occurred in this series. The following intra- or post-procedural outcomes were noted:  - onyx leakage was observed in the main duct intraoperatively.  - after onyx injection the obliteration was classified according to their opdo score system as complete in 5/10 patients (50%), medium in 2/10 (20%) and bad in 3/10 (30%). - a ¿clinically relevant¿ postoperative pancreatic fistula (cr-popf) was observed in one patient (10%) with a bad opdo score, was grade b classified and a peripancreatic collection was associated. It was treated conservatively with prolonged the stay of peripancreatic drainage for more than 3 weeks. - one patient experienced postoperative biliary fistula which resolved with the placement of a percutaneous biliary drain , without peri-hepatic collection. - one patient experienced postoperative bleeding. - increased amylase in abdominal drainage was identified in two patients (20%) with a medium and bad opdo score and resolved spontaneously within a week.